Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) patient reported that approximately 2 months post implant, the incision site wouldn't close al l the way and the device was painful. The patient removed the device. No further patient complications have been reported as a result of this event.